Event description:
It was reported when the dr aspirated air from the sideport of the introducer, air flowed into the tube. The procedure was completed with another device from the same reorder, different lot with no consequences to the pt.

Manufacturer narrative:
The device was not returned for eval. Review of the device history records confirmed this lot met mfg requirements prior to shipment.